Event description:
On (B)(6) 2019, nakanishi received an e-mail from a distributor about a handpiece overheating. Details are as follows. The event occurred on (B)(6) 2019. A dentist was performing a dental procedure using the z95l handpiece (serial no.: (B)(4)). During the procedure, the handpiece head overheated and burned a patient.